Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the perfusionist was unable to move the occlusion knob on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint is confirmed by the field service rep (fsr). The fsr was able to free the occlusion knob without disassembling. The fsr completed a preventative maintenance and the unit operated to mfrs spec and was return to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.